Manufacturer narrative:
Please note: due to new (B)(6) and dot regulations prohibiting the transportation of lithium ion batteries by air, investigations will be prolonged as we await the return of devices via cargo ship. Additional devices for this complaints: (B)(4) - 1650 - MFR. Date: 03/30/2016 - exp. Date: 03/30/2017. (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has not been not returned.

Event description:
A report was received that a patient's batteries were noted to be "toggling" back from one power source to the other when the batteries were fully charged. The site reported that the issue could not be reproduced by manipulating the battery connections and/or cables. A preliminary review of the controller log files confirmed critical battery alarms and no pump stop events. The site further reported that the patient's controller had been in use for one month and that no damage or loose connections had been noted. The batteries were exchanged with no reported patient consequence.

Manufacturer narrative:
The batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed several premature power switching events. The alarm files also revealed several critical battery alarms, however, none were triggered by (B)(4). The power switching events and critical battery alarms are most likely due to communication errors between the controller and batteries. Analysis of the batteries revealed that the devices passed visual examination and functional testing. The reported event could not be confirmed during testing. The most likely root cause of the reported event can be attributed to a communication error between the controller and battery. Heartware has opened an internal investigation to evaluate communication errors between batteries and controllers additional system component being reported for this event: (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.